Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump battery cap was damaged and battery cap contacts missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and damage was on metal contacts. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to confirm battery cap and battery cap contact damage, pump was not received with original battery cap. Cosmetic damage was not confirmed at the labels, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.